Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 2111091. Medical device expiration date: 31oct2026. Device manufacture date: 10nov2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred behind the stopper. There was no report of patient impact. The following information was provided by the initial reporter: leakage of anticancer agent that passes under the plunger of the syringe during the preparation of anticancer chemotherapy.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the suspected lot 2111091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2111091 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were properly assembled, and no leaks were identified during testing. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred behind the stopper. There was no report of patient impact. The following information was provided by the initial reporter: leakage of anticancer agent that passes under the plunger of the syringe during the preparation of anticancer chemotherapy.